Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that during the implant procedure, the lead was repositioned several times due to high pacing lead impedances. The lead was replaced. The patient condition was stable before and after the procedure.